Event description:
On march 28 the patient's mother reported that the keypad buttons took multiple button presses to activate desired pump functions. She and her son noticed if they roll the finger over the buttons they work better. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow up #1 06/01/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/03/2012 with the following findings: evaluation revealed the keypad to be intact; no peeling or lifting was observed. All of the keypad buttons respond intermittently when pressed and require excessive force to evoke a response. None of the keypad buttons have normal spring back or click. The keypad was removed to investigate and revealed visible contamination under all of the contact buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. H6 evaluation codes: additional results code 416

Manufacturer narrative:
(B)(4). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.